Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath is leaking at the hub; blood loss was reported but the amount is unknown; the procedure was completed successfully; and there patient was reported as "normal."

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00119 to provide the sample evaluation results. Results = is based on evaluation of the returned sample; on the retention samples evaluated. Conclusions = is based on evaluation of a returned sample; on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. The sheath and dilator were visually inspected and revealed no anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. The lot number was not provided so three recent retention samples were evaluated. A visual examination did not reveal any visual defects. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00119 to provide the sample evaluation results.